Manufacturer narrative:
The subject device has not been returned to any of olympus locations. Therefore, olympus could not investigate the subject device. Since the serial number of the subject device was not provided, omsc could not review the manufacture history (DHR) of the subject device. The exact cause of the reported event could not be conclusively determined. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that during an unspecified procedure using the subject device (tjf-260v), the patient had a bile duct perforation due to the following. After the duodenal papilla was dilated and the guidewire (g-260-2545a) was placed in the bile duct, the choledochoscope (chf-b290) was attempted to be inserted into the bile duct, but the cholangioscope could not be inserted smoothly, so the guidewire was forcibly preceded in the bile duct. At that time, the guidewire was preceding in a direction that could not be determined to be in the bile duct, but as a result of the choledochoscope further preceding along the guide wire in the bile duct, the bile duct was perforated. The surgeon had inadequate experience with biliary and pancreatic procedures. It was unknown whether the bile duct perforation was due to the guidewire or the cholangioscope. The procedure was discontinued, and emergency surgery was performed. At this time, no detailed patient information has been provided, except for information that the patient was hospitalized as of (B)(6) 2021. There was no report about the malfunction of the subject device.